Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation that is on-going. A supplemental report will be submitted if further information becomes available. (B)(6).

Event description:
The customer reported to siemens on (B)(6) 2017 that there was a sporadic problem in communication with the contrast injector that lead to system reboots during patient scans with contrast medium. The customer often has pediatric patients that were under anesthesia for scanning, so anesthesia needs to be repeated as well for a rescan. The customer could not provide any patient information, the number of patients involved nor the exact times the problem occurred. Therefore, this report is submitted in abundance of caution. (B)(6).